Manufacturer narrative:
The complaint of ¿lead migration¿ was not confirmed. Lead migration cannot be confirmed through product analysis testing alone. As received, the lead was complete but cut into a terminal end segment and a stim end segment. No internal wires were found broken and all lead segments passed the continuity test. The cause of the reported event is unknown.

Manufacturer narrative:
Reporter phone number: (B)(6). D6a: date of implant is unknown. B3: date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy due lead migration. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott during a follow up appointment imaging showed a patient's leads had migrated. The patient also had an increased recharge burden. Surgery took place where both leads and the ipg were explanted and replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.